Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for right atrial flutter with a preface® guiding sheath with multipurpose curve where hemostatic valve detachment occurred. Upon the completion of the case and the removal of the catheter from inside the sheath, the hemostatic valve was came apart. There was no report of patient consequence. Blood return was observed (approximately 100ml), the hemodynamics was not compromised. The sheath had to be removed completely. And pressure to be applied to the initial puncture site. Hemostatic valve detachment is MDR-reportable.

Manufacturer narrative:
On 3/10/2021, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure for right atrial flutter with a preface® guiding sheath with multipurpose curve where hemostatic valve detachment occurred. Upon the completion of the case and the removal of the catheter from inside the sheath, the hemostatic valve was came apart. There was no report of patient consequence. Device evaluation details: according to pictures provided by customer, the allegation that the hemostatic valve came apart was confirmed. The physical complaint device was received and analyzed as well. Visual analysis was performed, the brim cap was observed detached from the hub of the unit and not returned inside the bag. No anomalies or damages were observed on the internal components of the hub. Also, a kink was observed on the body/shaft of the sheath from the hub. No other anomalies were observed. A review of the manufacturing documentation associated with this lot # 17913042 was performed and no internal actions were identified/opened. As part of quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)